Event description:
Patient 2. Laceration was reported. The facility is unable to identify which clamp(s) the laceration occurred with, therefore; only one skull clamp has been returned to date under mfg. Report number 3004608878-2017-00188. Additional information has been requested. Linked to mfg. Report number 3004608878-2017-00188 and 3004608878-2017-00190.

Manufacturer narrative:
Investigation completed 07/17/2017. Device history record reviewed for sn (B)(4) work order /2031412 lot/171 manufactured on 3/30/2011 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points except for rejected product labels which were replaced. No service history is on file for this device. Review of complaints from 5/22/2015 to 5/22/2017 for this reported failure using key word "laceration" for product ID a2000 shows that 7 complaints were received including this case. No new design or manufacturing trends have been identified. One issue observed after setting up and testing; the piston was started after starting line and could not achieve proper pressure; torque knob will bottom out before proper pressure could be reached. Root cause is undetermined at this time, could not confirm the issue. General maintenance and cleaning is required to bring the unit back to useable condition.